Manufacturer narrative:
H.6. Investigation: two photos and six loose 3ml syringes were received and evaluated. No indication of a defective stopper or any damage was observed on any of the samples. However, when the received syringes were compared to a recently manufactured syringe, there was obvious material differences. The received syringes were more translucent, and the plunger rods were more brittle. When a small amount of transverse force was applied to the plunger rod in the nominal capacity position, the stopper seal was easily broken causing the leakage. It appeared these material changes caused the stopper to shrink and harden due to processes outside the manufacturing facility. A leakage test was performed on all samples received and six random samples from the canaan facility after sterilization. Two of the six samples received were observed to have leakage past the stopper defects. No samples from the canaan facility were observed to have defects. The canaan facility abides by the iso 7886-1 and iso 7886-2 guidelines for sterilization. Product claims: non-sterile products: can be sterilized upon removal from polybags by ethylene oxide, electron beam, or cobalt irradiation. Material limit cycle for autoclaving is 15 minutes at 270°f maximum for post manufacturing sterilization. Note: sterilization by customer of bulk, non-sterile product shall be the responsibility of the customer. Root cause is not associated with the manufacturing facility. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that syringes are leaking past the stopper with a bd luer-lok¿ 3ml syringe. The following information was provided by the initial reporter: it was reported that syringes are leaking past stopper. Per customer email: we are currently dosing at 32 kgy, and seeing the below failures. The three ml syringe is particularly bad. Usually it¿s just a small droplet that leaks behind the plunger. However, we are seeing it regularly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringes are leaking past the stopper with a bd luer-lok¿ 3ml syringe. The following information was provided by the initial reporter: it was reported that syringes are leaking past stopper. Per customer email: we are currently dosing at 32 kgy, and seeing the below failures. The three ml syringe is particularly bad. Usually it¿s just a small droplet that leaks behind the plunger. However, we are seeing it regularly.